Event description:
Hcp reports the pt presented in 2004 with nausea, vomiting, and an increase in pain because the pump was "running low" on medication. The pt was taking oral clonidine at that time. The pump was refilled the following day. The alarm volume on the pump was changed from 2.0ml to 3.0ml. The pt was reported to have recovered without sequela.